Event description:
During a pci treatment procedure, the maverick2 monorail 30/2.5mm balloon ruptured at 14 atms on the third inflation. The first inflation was to 12 atms, and the second inflation was to 14 atms. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the distal right coronary artery. The physician used a 7f terumo sheath for vascular access, a 7f mach 1 fr3.5sh guide catheter and a feeider guide wire to corss the lesion. The maverick2 monorail balloon was removed and replaced with a hinode 15/2.5mm balloon to successfully complete the procedure. No patient injuries of complications were reported. Patient status is reported as 'good'.